Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on (B)(6) 2022 for follow up mapping and trouble shooting of the device. Child has not been using device for 1 year due to external device issues.

Event description:
The user visited the clinic on (B)(6) 2022 for follow up mapping and trouble shooting of the device. Child has not been using device for 1 year due to external device issues. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, a complete insertion was not achieved at implantation surgery. Reportedly, two channels were left extra cochlear. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user visited the clinic on (B)(6) 2022 for follow up mapping and trouble shooting of the device. Child has not been using device for 1 year due to external device issues.the recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, a complete insertion was not achieved at implantation surgery. Reportedly, two channels were left extra cochlear. However, to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, a complete insertion was not achieved at implantation surgery. Reportedly, two channels were left extra cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user visited the clinic on (B)(6) 2022 for follow up mapping and trouble shooting of the device. Child has not been using device for 1 year due to external device issues. The recipient has been re-implanted.